Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 5+. Xt (lot: 40325r1005) was chosen for implantation. Imaging was difficult due to imaging. Upon steering down to the valve, tension was felt in the clip delivery system (cds) inside the steerable guide catheter (sgc). It was decided to remove the clip before attempting a grasp. The clip was caught on the anatomy. When the clip was able to be removed, tissue was observed on the clip. On imaging, a torn chord or tissue was observed posteriorly. Tr had now worsened. Xt (lot: 40325r1074) was then attempted to be implanted but one of the grippers would not lower during preparation. Troubleshooting was performed with no success. The device never entered the patient anatomy. Two replacement xt triclips were implanted successfully, reducing tr to grade 2-3. Final mean tricuspid valve gradient was 6mmhg, but the physician was satisfied with the result despite the elevated gradient.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove and resistance appear to be related to procedural conditions (interaction with anatomy). The reported poor imaging is related to procedural conditions (shadowing). The reported tissue injury is a cascading event of the difficult removal. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 5+. Xt (lot: 40325r1005) was chosen for implantation. Imaging was difficult due to imaging. Upon steering down to the valve, tension was felt in the clip delivery system (cds) inside the steerable guide catheter (sgc). It was decided to remove the clip before attempting a grasp. The clip was caught on the anatomy. When the clip was able to be removed, tissue was observed on the clip. On imaging, a torn chord or tissue was observed posteriorly. Tr had now worsened. Xt (lot: 40325r1074) was then attempted to be implanted but one of the grippers would not lower during preparation. Troubleshooting was performed with no success. The device never entered the patient anatomy. Two replacement xt triclips were implanted successfully, reducing tr to grade 2-3. Final mean tricuspid valve gradient was 6mmhg, but the physician was satisfied with the result despite the elevated gradient.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.